Manufacturer narrative:
The date of this report is july 12, 2017, not july 13 and initially reported. This report is submitted august 30, 2019.

Manufacturer narrative:
This report is submitted on august 13, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with antibiotics (date and duration not reported).